Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unspecified cartridge errors occurred, indicating that the cartridge had been removed and the insulin level was at 0, while a cartridge was still loaded on the pump. The customer's blood glucose (bg) level was impacted (515 mg/dl). The customer took manual injections to address bg level. It was indicated that the customer would use manual injections for alternate insulin therapy.